Event description:
Boston scientific, crm received information that this pt passed away due to cardiac tamponade. The lead was initially placed on the apex of the right ventricle during the implant procedure. The sensing and impedance measurements were noted to be good and the threshold was 2.5 v. The physician elected to first move the lead from the apex to a more anterior position, and then it was moved again to a more septal position in an effort to obtain better threshold measurements. The pt's blood pressure and heart rate then dropped. Three echocardiograms were performed with no evidence of tamponade. The pt was then transferred to the intensive care unit where cardiac tamponade occurred. The pt was taken to the operating room and a hole was confirmed in the apex. The pt then expired.

Manufacturer narrative:
Not returned. This lead was not returned for analysis, as it remained in the pt. As a result, boston scientific is unable to confirm any allegations against this product. No additional info is available at this time. This event will be reopened if additional info is rec'd.